Manufacturer narrative:
A ge service rep performed an over the phone investigation. A remote user interface was ordered. The customer installed the remote user interface. The customer reported that the system is functioning properly.

Event description:
The customer reported that the system's remote interface joystick would not function properly. No pt injury was reported.